Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular lead. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The ICD is proved to fully functional. Neither for the lead nor for the ICD the analysis revealed any sign of material or manufacturing problem.

Event description:
Ous MDR - a vf alert was reported from the home monitoring system. The report recorded noise. A patient follow up was scheduled due to suspicion of lead damage. During the follow up no abnormal lead impedance measurement was observed but noise was noted. Due to the suspicion of lead failure, the rv lead and the ICD were scheduled to be replaced. Because the rv lead could not be removed, it remains in the patient. Only the ICD was returned for the analysis.